Event description:
Customer reported via phone call indicating air bubbles in reservoir and insulin vial. Customer's blood glucose was 264 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer was not able to deliver a fixed prime as infusion set was not yet attached to reservoir. Customer reported that there were so many air bubbles in vial that it looked like foam. Customer was not able to continue troubleshooting as vial was refrigerated. Customer was advised to call back when insulin became room temperature. Customer was also advised to contact healthcare professional regarding dosage for manual injection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.